Manufacturer narrative:
The reported events were "dislocation of the lv lead¿ and ¿unable to capture". The reported event of "unable to capture" was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The s-curve height was measured within specification.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the left ventricular lead had dislodged which resulted in loss of capture. The lead dislodgement was confirmed via fluoroscopy. The lead was explanted and replaced. The patient was recovering in a stable condition.